Event description:
It was reported that two vital mis final drivers were damaged in surgery. No further information has been provided yet. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2023-00189.

Manufacturer narrative:
Component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two vital mis final drivers were damaged in surgery. No further information has been provided yet. This is report two of two for this event.